Event description:
It was reported that pump warranty had expired and pump battery display was not accurate, causing pump to appear fully charged while actual battery level dropped quickly unless pump remained connected to charger for an extended period. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting.